Event description:
The caregiver has called in and reported the wheelchair has stopped running. Please note additional information received included information that while driving the power chair, it would stop going over bumps. They still have the chair. No injury incurred.